Event description:
Patient came to physician office for routine interrogation of heartmate ii. Interrogation noted 3 low voltage alarms from the previous month, approximately over a 5 day period, which could not be reproduced. Battery clips were replaced and information was sent to the company. Patient returned 2 days later to have device to be interrogated again. Noted evidence of same alarm. Manufacturer recommended that the cable from the power module be changed. Visual inspection showed no flaws with the cable. After replacing the cable the patient did return again to have device interrogated; no alarms recorded.manufacturer response for heartmate ii module power cord, heartmate ii (per site reporter).======================maufacturer gave physician's office guidance to replace the cable.